Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the "love handle", on (B)(6) 2016. It was reported that the patient entered finger stick values while the glucose reading error symbol ("???") Was showing in the status area. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Also: do not calibrate if the glucose reading error symbol shows in the status area.